Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached prematurely. As a result, the customer was unable to monitor their blood glucose and experienced symptoms described as confusion and a loss of consciousness. The customer was unable to self-treat however, there was no report of third-party treatment rendered for the reported issue and no further information was reported. There was no report of death or permanent impairment associated with this event.